Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required.

Event description:
The customer reported that: "I would like to inform you that we have made a materiovigilance declaration to the ansm concerning an abg ii total hip prosthesis (serial number: (B)(4)), fitted in 2010 and withdrawn on (B)(6) 2021 because of the presence of metallosis and osteolysis. The device is at the pharmacy but as it is a known problem, we will not send it back."

Event description:
The customer reported that: "I would like to inform you that we have made a materiovigilance declaration to the ansm concerning an abg ii total hip prosthesis (serial number: (B)(6)), fitted in 2010 and withdrawn on (B)(6) 2021 because of the presence of metallosis and osteolysis. The device is at the pharmacy but as it is a known problem, we will not send it back."

Manufacturer narrative:
Reported event: an event regarding metallosis, osteolysis involving a abgii modular device was reported. The event was confirmed.   Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events (metallosis, osteolysis) were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis, osteolysis is considered to be under the scope of this recall. No further investigation is required.